Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney did alleged medical consultations as a result of injuries, however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. Ni/ni/ni: the patient had unspecified injuries and consultations with his medical providers. The patient is making a claim for an adverse patient outcome against the ventrio st. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. Ni/ni/ni: the patient had unspecified injuries and consultations with his medical providers. The patient is making a claim for an adverse patient outcome against the ventrio st. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with epigastric hernia and rectus diastasis thereby underwent laparoscopic repair with implant of ventrio st mesh. Per operative notes, ¿a hernia defect was noted. An umbilical hernia repair appeared to be intact. An incision was made over the hernia and sutured the defect. A ventrio st mesh was placed in the cavity, then sutured and tacked.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the explant of polypropylene (ventrio st) mesh and implant of phasix mesh biological mesh. Per operative notes, ¿densely adhered hernia sac to the skin was noted. Adhesiolysis were performed. A polypropylene (ventrio st) mesh was placed at the right rectus muscle was removed. Enterectomy was performed. On left side one was large therefore alloderm patch is placed. Posterior sheath was dissected. A biological mesh was placed in transversus abdominis fascia and sutured. A phasix mesh was overlaid over the mid rectus fascia and secured by sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney did alleged medical consultations as a result of injuries, however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.